Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon created a gastric pouch first, using (B)(4) and one (B)(4) to complete the pouch. The staple lines bled and required cautery and/or oversewing. When the surgeon performed a leak test, there was bubbling from the 2nd and 3rd pouch staple lines. This was not from the anastomosis, but from the pouch staple line. All staples formed well during firing. The pt experienced some unmeasurable blood loss post-operatively but did not require transfusion. The surgeon placed a j tube for drainage, sent the pt to ICU overnight, and performed add'l testing day 1 post operatively. The case was extended by more than 30 minutes. Pt status was reported as "fine".